Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (386 mg/dl). Reportedly, the customer believes the pump settings need to be adjusted. Customer delivered a bolus and a manual injection to address elevated bg levels. Subsequently, the customer's bg level dropped to 20 mg/dl. Customer addressed low bg levels with orange juice and bread. Recommendation was made to discuss diabetes management with customer's health care professional.